Manufacturer narrative:
It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'tulip, vc perforation, ivc below the filter collapsed (occluded), shortness of breath'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Ivc thrombotic occlusion as an outcome for cook ivc filters is addressed in the published scientific literature. Ivc thrombotic occlusion is defined as the presence of an occluding thrombus in the ivc after filter insertion and documented by ultrasound (us), CT, mr imaging or venography; this may be symptomatic or asymptomatic. Unknown if the reported shortness of breath is directly related to the filter and unable to identify corresponding failure mode(s) at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: organ perforation, tilt, anxiety. The additional information regarding organ perforation does not change the previous investigation results for vena cava perforation. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported anxiety is directly related to the filter and unable to identify a corresponding failure mode at this point in time. (B)(4) devices in lot. One other complaint has been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2006 via the right jugular vein due to bilateral pulmonary emboli and to prevent future pulmonary emboli. There is a retroaortic left renal vein. In addition to previous allegations, the patient is alleging organ perforation and tilt. The patient is further alleging anxiety. Per a report from computed tomography (CT) 3: "findings: axial CT abdomen and pelvis with coronal and sagittal reformatted images were submitted for review on 8/26/2022 of the ivc, filter position, and related findings. The hook of the cook gunther tulip retrievable ivc filter is at the mid t12 vertebral body (suprarenal). The ivc filter is tilted anterolateral and the hook contacts the ivc wall. All the struts of the ivc filter perforate the ivc up to 11mm. One (1) anterior strut perforates the ivc wall 9mm and contacts the bowel. One (1) anterior strut perforates the ivc wall 10mm and resides within the soft tissues. Two (2) posterior struts perforate the ivc wall 10mm and 11mm and resides within the soft tissues. Thrombus within the ivc or filter cannot be evaluated on this non contrast study. No fracture fragments are identified. There is a retroaortic left renal vein. Impression: suprarenal ivc filter perforating through the ivc with multiple struts extending extraluminal as described above. The above mentioned ivc filter is considered temporary and removable. Therefore, further evaluation with interventional radiology is recommended for possible intervention."

Manufacturer narrative:
Device history review, no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
(B)(4). Corrected data based on new information received: adverse event to product problem. Serious injury to malfunction. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 09/22/2017 as follows: patient received an implant on (B)(6) 2006 via the right internal jugular vein due to bilateral pulmonary embolism. Patient is alleging vena cava perforation, that the ivc below the filter is collapsed possibly under distended and shortness of breath due to the device.

Manufacturer narrative:
The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that the plaintiff received a gunther filter on (B)(6) 2006. It is alleged that the plaintiff was injured without further explanation. Hospital and medical records have been requested but not yet provided.